Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The internation affiliate reports the follow possible batch numbers: batch ag2hlqm0, batch am2gjkm0, batch be2csqm0. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods released criteria.

Event description:
It was reported that a pt underwent a sacrospinous fixation procedure on (B)(6) 2009 and suture was used. During the procedure, part of the needle broke off near the sacrospinous ligament which caused a large part of the needle to stick in the ligament. X-rays showed the broken needle was located in the pelvis minor. The surgeon decided to leave the needle in the pt because of the location of the needle near the nerves and the possible risks involved in removing the needle. On (B)(6) 2009, the pt returned to the gynecologist reporting pain the in the vagina and right buttock. On (B)(6) 2010, the needle fragment was surgically removed.